Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial and ventricular lead noise was observed via remote transmission. It was recommended to bring the patient in-clinic to see if the noise was reproducible with pocket manipulation and isometric arm movement. Lead revision was discussed.